Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead r-wave has declined since implant from 8 millivolts down to 2-3 millivolts. It was also indicated there was one period where the lead spiked to greater than 20 millivolts for about six weeks. It was noted that the impedance was okay and there was no oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.